Event description:
It was reported that the patient had system controller exchanged on (B)(6)2024 as there was fraying on their power cables leading to low voltage alarms despite being connected to a power source.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
H6 - medical device problem code - correction. Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was not confirmed. The system controller was not returned for analysis, no log files were submitted, and no photos of the reported damage were provided. Provided information revealed that there was damage to the power cabels leading to fraying wiring and low voltage alarms. The controller was exchanged on (B)(6) 2024. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported system controller power cable damage was unable to be conclusively determined through this analysis heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisories and the actions to take if the issue does not resolve. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. There was not enough information provided by the customer to perform a device history record review. Serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.